Event description:
It was reported that a large volume intermate reservoir ruptured. This malfunction occurred at the end of infusion when there was a minimal amount of the unknown solution. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.